Event description:
As portex d.t.c. Trach tube was passed through the pt's trachea, the doctor noted that the cuff was broken upon inflation. Trach tube was removed and replaced with another 8.0mm protex d.i.c. Tracheotomy tube over a suction catheter. Ventilation continued without difficult. The pt tolerated the procedure well. Another tube was inserted.